Event description:
It was reported that while the patient was running, inappropriate therapy was delivered by the device for atrial fibrillation resulting in ventricular fibrillation. An additional, appropriate therapy was delivered by the device to convert the ventricular fibrillation. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.